Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests failed. A review of the shard data log confirmed the reported event of a loss of connection. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. The data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.